Manufacturer narrative:
Submit date:06/07/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/03/2016 that a customer had an issue with a gauze sponge. The customer reports that gauze is shredding and leaving white fibers behind.

Manufacturer narrative:
Submit date: 08/04/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. The possible root cause for the reported condition would be if there was a shift in the cutting blade that occurred during the cutting process. As continuous improvement activities, the supplier has repaired the cutting blade on the cutting machine. This complaint will be used for trending purpose.